Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) media was discovered to be contaminated. There were 3 different types- yellow colony, white colony and subsurface contamination.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/5/2021. H.6. Investigation: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 0358336 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and two other complaints have been taken on batch 0358336 for contamination. Retention samples from batch 0358336 were not available for inspection. Returns were received for investigation. Fifteen plates from batch 0358336 were returned as loose, parafilmed plates in a ziplock bag in a 20pack carton shipped in a fedex overpak envelope. Surface and subsurface bacterial colonies were observed in 15/15 returned plates (time stamps 2057-2059, 2103). Growth was submitted to the ID lab and microbacterium phyllosphaerae and microbacterium liquefaciens were identified. Three photos also were received for investigation. One photo shows a stack of plates from batch 0358336 (time stamp 2058) next to an opened plate with a bacterial colony growing. One photo shows the bottom of two plates from batch 0358336 (time stamps 2057 and 2058) each with a subsurface colony visible. The last photo shows the bottom of plate from batch 0358336 (time stamp 2058) next to an opened plate with one subsurface bacterial colony growing. This complaint can be confirmed. Bd will continue to trend complaints for contamination. Based on the low defect rate for this batch, no actions are planned at this time.

Event description:
It was reported that prior to use with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) media was discovered to be contaminated. There were 3 different types- yellow colony, white colony and subsurface contamination.